Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties could not be determined; however, factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, or interactions with other devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patent anatomy or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, 99% stenosed lesion while attempting to reposition/retract the device, causing the reported difficult to remove, ultimately contributing to the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid right coronary artery with heavy calcification and 99% stenosis. The 3.5x18 mm xience skypoint stent delivery system (sds) was advanced past the lesion and then the device was repositioned and pulled back. When the tech was preparing to deploy when it was noted that the stent had slipped partially off the balloon after the device caught on the calcium when it was pulled back. The guiding catheter that was already present indie the anatomy, was advanced toward the balloon to trap the balloon inside and then the entire system was removed from the anatomy. The lesion was re-wired and a new 3.5x18 mm xience skypoint sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.